Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio: 2.0, laboratory: 1.0 (venous sample). Date: (B)(6) 2013, inratio: 1.7, laboratory: na. Pt's therapeutic range: 2.0 - 3.2. Customer did not use the first drop of blood for inratio testing. Pt was hospitalized due to basal ganglia stroke: no additional info provided.